Manufacturer narrative:
The product was returned in one piece for analysis. Device interrogation and visual inspection were normal. No anomalies were found.

Event description:
It was reported that the patient was presented to the hospital for generator change due to patient allergic to titanium. The pacemaker was explanted and replaced. The patient was discharged from the hospital after the procedure.